Event description:
It was reported that during the implant procedure, the atrial lead exhibited elevated impedance in every location the physician attempted to place the lead in. The lead was no longer used and replaced. The patient was in stable condition before, during and post surgery.

Manufacturer narrative:
Final analysis did not confirm the reported complaint. Analysis found the lead exhibited normal characteristics.